Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two patients had not crossed over to the server. A technical support specialist dialed into the server and checked the order and found the error 'rxordermsgcomponenttypenotprovided.' The technical support specialist requested the customer to contact the active directory (adt) team to resend the order, as it contained the error: 'timing record has a repeat pattern that is not mapped to a standard'. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, two patients were not crossing over to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.